Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 559 mg/dl. The customer blood glucose was over 600 mg/dl at the time of incident. The customer's current blood glucose is 428 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer experienced nausea, vomiting and headache due to high blood glucose. The customer was treated by manual injection and insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report, customer does allege pump was under delivering because insulin pump not delivering insulin. Customer was able to complete carelink upload. The insulin pump will not be / will be returned for analysis.